Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The device was received with the deployment knob components separated. The tabs of the male deployment knob component are observed to be detached. Despite the deployment knob components being damaged and separated from the device the capsule could be retracted by pulling back on the t-core component. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Voids are observed along the proximal end of the capsule. Two kinks are observed along the distal end of the inner member shaft. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning difficulties including the patient anatomy or physician technique. In this case, it was noted that there was a tortuous anatomy. This indicates that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device manufacturing issue. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. The device was received with the actuator components separated, confirming the reported complaint. The tabs of the male deployment knob component were observed to be detached. Voids were observed along the proximal end of the capsule. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. Two kinks were also observed along the distal end of the inner member shaft. It is possible that this damage occurred during device removal from patient as the capsule was not fully closed at the time. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve through tortuous anatomy, upon 80% deployment the valve needed re-positioning and was recaptured. During recapture, there was resistance felt in the blue handle. An audible crack occurred and the blue handle had separated. The valve was 85% recaptured and was withdrawn from the body without harm. A second valve was loaded to a second delivery catheter system (dcs). No adverse patient effects were reported.